Manufacturer narrative:
Follow-up received on 03-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one month later a CT scan showed one coil was improperly placed. A few months later, a hysterosalpingogram (hsg) showed that one of the coils was missing, further x rays also failed to find it. Consumer was also experiencing pain on the side the coil still was. She was scheduled for a hysterectomy. The reported events are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, CT scan and hsg/x-ray findings suggested essure was expelled in the months following insertion. Consumer also reported increasing pain in close association with essure procedure. Given the positive temporal relationship and events nature; causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention will be required for essure removal (hysterectomy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. On unspecified date she had essure implanted for permanent birth control. She was informed that everything went soothingly. A month later, she had a CT scan for other reasons and it had showed that one coil was improperly placed. She made an appointment with her doctor and was told that it was fine where it was and there was nothing to worry about. She went for hsg (hysterosalpingogram) almost 2 months late due to no one putting in the order or working on getting it scheduled for her. The hsg was quite painful and showed that one of her coils was missing. Further x-rays failed to find it. She has been experiencing pain on the side where the coil still was. Some pain had been noticed before essure placement but it had increased after essure intensely. She found a new doctor and has a total hysterectomy scheduled for (B)(6). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one month later a CT scan showed one coil was improperly placed. A few months later, a hysterosalpingogram (hsg) showed that one of the coils was missing, further x rays also failed to find it. Consumer was also experiencing pain on the side the coil still was. She was scheduled for a hysterectomy. The reported events are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, CT scan and hsg/x-ray findings suggested essure was expelled in the months following insertion. Consumer also reported increasing pain in close association with essure procedure. Given the positive temporal relationship and events nature; causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention will be required for essure removal (hysterectomy). A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.